Event description:
Following cardiac catheterization mynx control vascular access closure device malfunctioned and the collagen plug did not deploy as expected. Manual compression was applied to access site. Haemostasis achieved. FDA safety report ID# (B)(4).